Manufacturer narrative:
E3 - occupation: corrected. Manufacturer's investigation conclusion: the reported event of multiple loss of external power alarms was confirmed via log file analysis. An event log file was submitted for evaluation and data from 03oct2024 ¿ 09oct2024 was reviewed. Starting 06oct2024 at 20:47:53 and 08oct2024 at 9:07:44, while connected to the mpu (mobile power unit), low power hazard and power cable disconnect alarms activated due to losses of alternating current (ac) power. The alarms transitioned into no external power alarms within 5 seconds. The alarms quickly resolved after ac power was restored each time. The backup battery was able to provide support to the system. Pump operation was not affected. The heartmate mobile power unit (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had multiple no external power alarms. Following review of the log files by tech services, it appeared there was a no external power alarm on (B)(6) 2024, which occurred while the power source was switched from the battery to the mobile power unit (mpu). There was another no external power alarm on (B)(6) 2024, which was caused by power to the mpu being briefly interrupted. The no external power alarm on (B)(6) 2024 was unclear as he patient was connected to the mpu both before and after the alarm. The alarm on (B)(6) 2024 at 9:07 was caused by power to the mpu being briefly interrupted. Another alarm occurred on (B)(6) 2024 at 21:30, which occurred while the power sources were switched from the battery to the mpu. There appeared to be no interruption in pump support at any time in the log files.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.